Manufacturer narrative:
Product ID 3093-28, lot# va01aj8, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and was in ¿lots of pain¿. The patient¿s implantable neurostimulator (ins) reportedly hadn¿t helped with the patient¿s symptoms. The reporter indicated that the trial was successful but the ins was not helping and causing pain in the bicycle seat area. It was noted that the patient had stimulation up to 2.3v and it was painful. The pain reportedly started 2 months prior to the report and the patient thought it would ¿level out¿ but it had not. The reporter stated that the patient had turned stimulation down but it didn¿t work and she was still ¿using pads everyday and couldn¿t make it to the bathroom¿. It was also noted that the patient was using ¿depends¿ at night ¿because she woke up soaked¿. Two days later, it was reported that the patient was still getting shocking in the vaginal area. The patient¿s back reportedly hurt so bad she could hardly walk. It was also noted that the patient could feel stimulation down her leg. The reporter indicated that stimulation had been turned down to 1.9v but it was not possible to go lower. Approximately 6 weeks later, it was reported that the patient was still having concerns regarding device or therapy but was working with a manufacturer¿s representative or healthcare provider (hcp). An appointment date of (B)(6) 2013 was noted. It was also indicated that it ¿did not work¿. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report # 3004209178-2013-03150 for additional patient and device information.